Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. The root cause was determined to be a component failure. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The location of this failure is near the damaged conductor wire of the instrument. The instrument passed the electrical continuity and energy delivery tests. The root cause was found to be due to mishandling/misuse. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. No images or procedure video were provided for review. A review of the instrument log for the fenestrated bipolar forceps (pn 471205-17 / lot n10210118 0264 ) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4), with 8 uses remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the wires were defective. There was no report of patient injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following information from the customer: "all the information about the complaint was provided, no additional information is available. There was no patient injury following to the damaged instrument."